Event description:
It was reported that m25-o infusion clamp mating components separated and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the sales representative that the injector and connector become disconnected causing violent eruption and flow issues. Per email: see below for two quality incidents that have been occurring frequently. N40 and connector when attached an pressure is applied to n40 it causes a violent eruption and the connector becomes displaced 3-5' across room n40 and connector are coming disengaged when blue clamp m25-0 is properly engaged. The disengagement causes the IV pump to stop flowing and occlusion alarms, thus disrupting workflow and disturbing patients.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# was sent in error. The MDR for this product should not have been submitted. It was marked concomitant. This supplemental is to cancel MDR 2243072-2021-02178 h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that m25-o infusion clamp mating components separated and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the sales representative that the injector and connector become disconnected causing violent eruption and flow issues. Per email: see below for two quality incidents that have been occurring frequently. N40 and connector when attached an pressure is applied to n40 it causes a violent eruption and the connector becomes displaced 3-5' across room. N40 and connector are coming disengaged when blue clamp m25-0 is properly engaged. The disengagement causes the IV pump to stop flowing and occlusion alarms, thus disrupting workflow and disturbing patients.